Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the diabetes clinical manager that the customer was hospitalized at the time of the call. The caller reported the customer was found seizing, leading to the hospitalization. It was also reported by a family member that the customer attempted to overdose. The customer's healthcare provider also reported the reservoir was empty and the o-rings were pushed to the top, indicating no insulin was present in the insulin pump. The customer was disconnected from the insulin pump when the paramedics arrived. The customer was currently in the intensive care unit at the time of the call. The insulin pump will not be returned for analysis.